Manufacturer narrative:
Manufacturer exemption number: e2015051. This MDR report is part of the 227 pilot program. Additional lot numbers: w3523358, w3614188. Continued from section d.11. Boston scientific jagwire wire guide, unknown model. Erbe icc 200 electrosurgical generator. Pentax endoscope, unknown model. Erbe electrosurgical generator, unknown model. Endoscope, unknown make or model. All six (6) of the reported devices were returned to cook endoscopy for evaluation. Our laboratory evaluation of the products said to be involved confirmed the cutting wire securing components located near the distal ends of the sphincterotomes have disconnected from the catheter on all six (6) devices. All six (6) of the cutting wires are intact and remain securely attached to each sphincterotome at the proximal ends. However, due to the catheter and securing component disconnections, the distal ends of the cutting wires are no longer connected to the sphincterotome catheters at the distal ends. For one (1) of the returned devices, a section of the cutting wire securing component has broken and detached from the device. The broken section is estimated to be 3 mm in length and 0.5 mm in diameter. The broken section was not included in the return. For the remaining five (5) returned devices, no sections of the sphincterotomes are missing. Product discrepancies or anomalies that could have contributed to these six (6) reported occurrences were not observed. A definitive cause for these observations could not be determined, because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Separation of the cutting wire securing component and the catheter can occur if the tip of the sphincterotome is over flexed. The instructions for use caution the user "do not over flex or bow the tip beyond 90 degrees, as this may damage or cause cutting wire to break". This type of damage can occur if the distal end of the catheter is shaped manually. This sphincterotome catheter is precurved and is provided with a precurved stylet in the distal tip of the catheter. This obviates the need for manual formation. The instructions for use contain the following comment: note: do not apply manual pressure to tip or cutting wire of sphincterotome in an attempt to influence orientation, as this may result in damage to device. If the elevator of the endoscope remains in the closed/up position when retraction of the sphincterotome is attempted and additional pressure is applied, this could have contributed to separation of the catheter and cutting wire securing component. The instructions for use caution the user the "elevator should remain open/down when advancing or retracting sphincterotome". This activity will aid in device preservation. Other factors that can contribute to separation of the cutting wire securing component and the catheter include manipulating the handle with the catheter in a coiled position or with the precurved stylet inside the cannulating tip. The instructions for use advise the user to "uncoil and straighten sphincterotome" upon removing the device from the packaging. The user is then instructed to "carefully remove precurved stylet from cannulating tip". The instructions for use contain the following comment: "note: do not exercise handle while device is coiled or precurved stylet is in place, as this may cause damage to sphincterotome and render it inoperable." Prior to distribution, all fusion omni-tome sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. The functional test includes bowing the sphincterotome to ensure the distal end responds to handle manipulation. A review of the device history records confirmed that the lots said to be involved met all manufacturing requirements prior to shipment. A review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
This report summarizes <noe> 6 </noe> malfunction events. A review of the events indicated that during separate endoscopic retrograde cholangiopancreatography (ercp) procedures, the physicians used cook fusion omni-tome sphincterotomes. During the procedures, the users experienced the cutting wire anchor separating from the catheter of the device. In one (1) event, a portion of the anchor detached. In the other five (5) events, no portion of the anchor detached. These reports were received from various sources on various dates. All six (6) events involved patients with no patient consequences. One (1) of the patients involved was female.